Manufacturer narrative:
(B)(4). Date of birth: (B)(6). Concomitant medical products: 141320 893010 biomet finned pri stem 80x15mm; 141216 490540 biomet ilok pri tib tray 83mm. Report source: foreign country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately one year post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable.